Manufacturer narrative:
Unit passed displacement test and active current measurement. No unexpected failed battery test alarms noted during testing. No vibration during selftest due to corrosion on vibrator motor assembly. Unit received with high sleep current measurement due to moisture damage on electronic board stack. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling end cap address serial number label and scratched case. Corroded battery tube, corroded force sensor assembly and moisture damage on motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The customer stated that contacts were not missing, damaged, or corroded. No harm requiring medical intervention was reported. The device will be returned for analysis.